Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when getting ready to load a burr for a drill diagnostic test, the real intelligence robotic drill had a communication failure and the real intelligence cori had an internal error. The procedure was completed with a non-significant delay. Patient was not harmed due to the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were provided, but the reported communication failure error and internal error occurred while performing a drill diagnostics test, not during the case. However, pictures of these errors were included in the submitted field report, confirming the complaint. The drill in the case was returned and investigated and it did not present the reported communication failure. The drill attachment was not returned for evaluation. A case was recreated to simulate an obstruction within the long attachment that prevents the bur from locking, as well as creating the communication failure error and subsequent internal error: in the connection screen, the long attachment was locked onto the drill. The bur was used to push the carriage toward the back end of the drill. The nose piece of the drill and bur were forcibly pushing against the carriage when entering the setup insert bur screen. The communication failure error message was presented, and after exiting the screen, the internal error message popped up. Although not confirmed, it is possible that the drill attachment had an obstruction which prevented the carriage¿s full exposure, thus preventing the secured insertion of the bur. This resulted in the communication error and the internal error. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.